Event description:
The customer reported that the charge button did not respond during the opcheck and there was a therapy pca failure noted in the error log.

Manufacturer narrative:
The customer reported that the charge button did not respond during the opcheck and there was a therapy pca failure noted in the error log. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.